Manufacturer narrative:
The insulin pump had severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, cracked/damage address/serial number label and scratched keypad overlay. (B)(4).

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that insulin pump screen was scratched up and it made the screen hard to read. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of pump and revert to backup plan as per hcp¿s instructions. Insulin pump was returned for analysis.